Manufacturer narrative:
Testing of the returned battery pack was performed. Evaluation confirmed the reported issue. During functional testing, the battery pack was found to be non-operational due to fully depleted cells.

Manufacturer narrative:
The battery pack associated with this complaint was not returned and thus the root cause could not be determined. Troubleshooting of the AED with the customer identified that once a new battery was installed and a manual self test run the AED was functioning as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.